Event description:
It was reported by the affiliate that the contour stapled without cutting. There was no patient consequence reported.

Manufacturer narrative:
Date sent: 11/06/2006. H4: information is unavailable; device was not returned for evaluation.